Manufacturer narrative:
(B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a backflow of levofloxacin into a normal saline primary bag during infusion. The primary and secondary tubing were not known. A pump was used, but the flow rate was not known. There was no patient injury or medical intervention associated with this event. No additional information is available.